Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 585 mg/dl. The customer changed the entire infusion set five days prior to the hospitalization. However the customer changed the site portion of the infusion set the two days prior to the hospitalization. It was also stated that the customer was given a manual injection at the hospital and the blood glucose did not come down very much. No further troubleshooting was performed. The customer's mother stated that the medical doctor was not going to release the customer until she received a replacement insulin pump.